Manufacturer narrative:
Product event summary: device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance lead trends are not showing and is seen as invalid data. It was also reported that a bit flip occurred. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.